Manufacturer narrative:
Corrections: b5, d5, h6 annex e, f. Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a low telemetered battery voltage measurement. Analysis of the device memory indicated a partial electrical reset occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a generator changeout procedure when the pocket was open, the new implantable cardioverter defibrillator (ICD) emitted a sound just before reaching the table when the physician went to place the out of the box device on the table. Upon interrogation, a gray battery longevity bar and a partial electrical reset were observed. It was noted that the ICD previously displayed a green longevity bar. The ICD was not used and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that prior to use the implantable cardioverter defibrillator (ICD) device was placed on the table and emitted a sound. The device was interrogated and a gray bar and partial diagnostic reset were observed. The ICD was not implanted. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.